Event description:
This was an ongoing problem when I attempted to wear a mask as per my governor's guidelines. I felt dizzy and short of breath. I sensed that my field of vision was narrowed. I had a sense of alienation and anomie. I felt disoriented. The symptoms did not go away with repeated use. FDA safety report ID# (B)(4).